Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/28/2016 that on (B)(6) 2016 the patient experienced a loss of connection between the transmitter and smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/11/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and was able to retrieve the shared data log. A review of the data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.